Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was completed by moving the patient to another system. The field service engineer (fse) visited onsite and confirmed that flexvision pc will not fully boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flexvision pc not working. To resolve the issue, the fse replaced the flexvision pc and reinstalled the related software. The defective part was sent for analysis for flexvision pc failure was observed and the failure was found to be older version of memory. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.